Event description:
The manufacturer's representative reported that during an interstim replacement the physician had difficulty inserting the 3080 lead into the 3058 neurostimulator. Part of the lead broke off and remained in the neurostimulator. The physician elected to leave the broken lead in the pt pending another replacement scheduled for 2007. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.